Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working as expected. Two weeks later, a surgical procedure was performed. Upon product testing, a hole was identified in the left cylinder of the device. At the discretion of the physician, only the left cylinder was replaced. The cause of the perforation was not identified in the facility. It was also indicated that during the procedure, the accessory kit accidentally fell to the floor. The patient was stable and improved following the procedure.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issues cannot be established as the cylinder could not be tested due to the identified leak consistent with explant damage. Product analysis was unable to confirm the reported event. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt, the returned device was thoroughly analyzed. Visual analysis of the cylinder identified wear at fold in cylinder body as well as a leak in the proximal cylinder body result of sharp instrument damage consistent with explant damage. The cylinder was not pressure tested due to the leak identified. Product analysis was unable to confirm the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working as expected. Two weeks later, a surgical procedure was performed. Upon product testing, a hole was identified in the left cylinder of the device. At the discretion of the physician, only the left cylinder was replaced. The cause of the hole was not identified in the facility. It was also indicated that during the procedure, the accessory kit accidentally fell to the floor. The patient was stable and improved following the procedure.